Manufacturer narrative:
The pump passed the displacement test. However, the pump was unable to prime during the prime test, and gave a motor error alarm during the basic occlusion test due to a faulty force sensor. The motor was tested outside of the device and passed. Unable to confirm the error alarm due to an erased history file. The pump was received with a missing end cap sticker, minor scratches on the lcd window, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm during a rewind. Customer's blood glucose was 167 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also reported receiving a motor position encoder error alarm on the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.